Event description:
The following description of the event was copied from a complaint report from the distributor in (B)(6). "During before delivering to our customer test, our service saw a message of vent inop when turn on the device. He left the device an hour and the issue is not reproduce."

Manufacturer narrative:
(B)(4). The distributor in (B)(6) reported that they have been unable to reproduce the reported event and requested troubleshooting recommendations. A carefusion technical support specialist provided the distributor in (B)(6) with troubleshooting recommendations. As of april 29, 2015 the distributor in (B)(6) has not provided carefusion with the results of their troubleshooting and the status of the device.